Event description:
The facility reports that nurse was stuck with a needle while inserting an i.v. Catheter. She stated that she heard it click indicating that the needle had locked in the needle guard housing. The sample was identified and determined to not have been locked during the insertion procedure due to error in technique.